Manufacturer narrative:
D10 - concomitant product: 8888145014 19/36cmpalindrome kit wslot- lot #: 2332800004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the intraoperative, the patient¿s catheter luer port broke and could not be used for treatment. The catheter was replaced. The procedure was completed after the remedial action. There was nothing unusual observed on the device prior to use. Flushing was done, and the result was normal. The catheter was not repaired. There was no leak. The alcohol-based cleaning agents were not used. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no blood loss, and blood transfusion was not required. There was no intervention/treatment required as a result of the event and the adapter issue. There was no reported patient injury.